Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Green status indicator flashing but devices will not switch on. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. The device was returned for failing to switch on. The fault was witnessed during the investigation. The fault was traced back to corrosion on track 13 of the pcba membrane, resulting in an increased resistance across the track. The fault could not be replicated when the corroded part of the track was bypassed using a wire link. This would confirm a failure of the returned membrane due to corrosion. The corrosion within the membrane, on the device screws and the usb contact collars would confirm the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Green status indicator flashing but devices will not switch on. No patient involved.